Event description:
An endurant ii cuff and 2 endurant limbs graft were successfully implanted during the endovascular treatment of an abdominal aortic aneurysm. Preoperative imaging conducted one month earlier, showed no thrombus or calcification. As part of the anchor study, 6 heli-fx endoanchors were implanted in the main body of the endurant stent graft during the procedure due to concerns about potential late failure. All 6 endoanchors achieved adequate penetration of the aortic wall. No endoleak was observed at the end of the procedure. The patient was discharged 2 days after the procedure. A follow up CT scan taken approximately 6 weeks post index procedure days post index procedure, the maximum aortic aneurysm diameter measured at 93mm, with no observed endoleak. No thrombus or limb occlusion, stenosis or endograft kinking was identified and there was no indication of aneurysm rupture. A subsequent CT scan with contrast conducted approximately 4 months post index procedure, confirmed that no endoleak was present and that all endoanchors remained in place. It was reported at 1 year, 7 months post index procedure, a follow up ultrasound revealed the maximum aneurysm diameter measured 89mm, and a new type ii endoleak was identified with small arterial and venous flow channels in the anterior proximal sac but the source of these channels could not be identified, aneurysm enlargement was also noted. No thrombus, limb occlusion, stenosis or endograft kinking was detected and there was no sign of aneurysm rupture. An intervention involving embolization of the intercostal / lumbar artery was performed on the same day resolving the type ii endoleak. A follow-up angiogram 20 days later revealed that the maximum aortic aneurysm diameter had increased to 98mm. The persistent type ii endoleak remained with lumbar artery and un-named small aortic vessels in the wall of the aorta. A gradual but marked change in the aneurysm sac configuration and aorta angulation was also observed over time. Again, there was no thrombus, limb occlusion, stenosis, or endograft kinking, and no evidence of aneurysm rupture. Approximately 2 years, 1 month post index procedure, the study sponsor assessed the type ii endoleak as unrelated to the study procedure or endoanchor device, but possible related to the aneurysm. Approximately 2 years, 3 months post index procedure the patient experienced an aneurysm rupture was admitted to the emergency depar tment, where the patient expired. The sponsor assessed the aneurysm rupture as unrelated to the study procedure but possible related to the endoanchor device, and causally related to the aneurysm. It was reported that the cause of death was due to a ruptured aaa secondary to persistent endoleak. Likely ongoing type ii.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.